Manufacturer narrative:
A review of tickets was performed for reagent lot number 04265ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Testing was performed using an in-house retained kit lot number 04265ui00 and all specifications were met indicating the lot is performing acceptably. A review of historical data for lot 04265ui00 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the architect tsh assay for lot 04265ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for 1 sample. The following data was provided (normal range = 0.35 to 4.94 miu/l): (B)(6) 2019 initial result = 0.18 miu/l, repeat = 0.18 miu/l, repeat on cobas = 1.73 miu/l. Free t3 results = 2.32 pg/ml, free t4 results = 0.82 ng/ml. No impact to patient management was reported.